Manufacturer narrative:
Date rec¿d by MFR: 01aug2019, date of report : 02aug2019. The manufacturer¿s technical services confirmed the reported issue. The customer was provided with the service manual revision k. The customer replaced the patient circuit to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported low leak-co2 rebreathing risk alarm while performing annual (preventative maintenance) pm. The device was not in use at the time of the reported event; therefore, there was no patient involvement.